Manufacturer narrative:
Corrections: b3; date of event: g; all manufacturers g3; (initial aware date = 09 apr 2024). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) failed the sensitivity verification during preventive maintenance testing. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the external pulse generator (epg) failed the sensitivity verification during preventive maintenance testing however, it was noted that the epg failed the incoming functional test for " backlight on-off difference". It was further noted that the output connector assembly, hanger assembly and lower case were all broken. The epg was returned unrepaired as it was passed the service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.